Event description:
New information received stated that the patient presented remotely to the clinic via merlin.net transmission with additional episodes of ventricular lead noise that almost triggered an inappropriate therapy. On sep. 23rd, 2020, the patient was brought the hospital for a lead revision procedure. The lead was extracted and replaced without any complications. During the procedure, the physician noted the lead had an insulation break down under the suture sleeve and it was suspected to be the cause of the noise anomaly.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with episodes of right ventricular lead noise observed on the v sense channel and the far field electrogram. The patient was in stable condition. The clinician elected to not take any action at this time and continue to monitor the lead.